Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported the ins was no longer functioning and has since been removed. Pt stated that the ins battery was taken out and the leads were left implanted. Asked for clarification, and the pt explained that the ins was not beneficial to help with the pt's pain.